Event description:
The customer reported ph failures occurring over the last month in their platelet products. Patient information is not available at this time. The disposable sets are not available for return because the customer discarded them. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury occurred.

Manufacturer narrative:
Investigation: ph issues could be caused by the following:problems with post-collection processing in the lab. Bacterial contamination of the product itself. Poor storage conditions which leads to platelets dying, and cause issues for yield, concentration and in turn, ph. Donor-related. Per the customer, the ph issues were traced back to operator product sampling technique. Retraining was provided by the customer to the technician and there have been no further issues. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the root cause for the platelet ph failures was related to the customer's technician not following proper procedures.

Event description:
There was not a transfusion recipient or patient involved at the time of product sampling,therefore no patient information is reasonably known at the time of the event.